Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/ davol 3dmax mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2015) is considered to be a best estimate. This supplemental emdr represents the bard/davol 3dmax (device #1). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of 3dmax meshes (device #1, #2). Per operative notes, "a direct hernia on the right side and left side was noted. 3dmax meshes (device #1, #2) were placed on both sides covering direct, indirect spaced and tacked." (B)(6) 2018 - patient was diagnosed with bilateral groin pain thereby underwent bilateral neurectomy. Per operative notes, "cord lipoma excised on both sides. The ilioinguinal nerve was resected on both sides. A bard flat mesh (device #3) was placed on both sides."